Event description:
It was reported a patient experienced peritonitis manifested by stomach pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Cause of peritonitis was unknown. Treatment for peritonitis included gentamicin and vancomycin intraperitoneally (ip) and flucloxacillin intravenously (IV). Outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred the weekend of (B)(6) 2013 (exact date unknown). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.